Event description:
Device 2 of 2. Reference MFR report: 3008829311-2017-00566. It was reported during an implant procedure the physician was unable to fully remove the stylet from 2 leads after they had been implanted. The physician was able to retract the stylet slightly out of both leads and cut the extracted portion. The physician elected to leave the partial stylets in both leads as well as leave the leads implanted in the patient. Postoperatively, the patient was receiving effective therapy.